Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. A 3.5 x 15 mm vision stent delivery system was advanced to the lesion and then it was discovered there was no stent on the balloon. The stent implant was not seen in the patient and it could not be found any where in the packaging or in the cath lab. It was determined that the stent was never on the balloon. Another vision was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exception issue for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) that prior to using the multi-link vision rx coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.